Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were there any previous firings with the device? If so what other color cartridges were used? Yes, black. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? If so, when? Unknown. Were all three rows missing staples or was it predominantly the inner two rows that were missing staples? It is believed all rows. Was the leak a result of the staples or handsewing? Unknown. Was any additional intervention taken aside from the placement of the stent? Multiple stents placed. Is the patient expected to have a full recovery? Unknown. What is the patient¿s current status? Discharged from hospital. What is the patient¿s sex, age, weight? Female. The procedure was not recorded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic gastric bypass revision procedure, while stapling on the stomach, the device (with peri strips) failed to form staples on the remnant side. The surgeon over sewed all staple lines on the stomach and removed remnant stomach where the cartridge failed to form staples to complete the case. A few days later, the gastric pouch leaked. The patient had a stent placed and was in the hospital for a month. The device was discarded.